Event description:
After the safety needle retraction mechanism is activated, the needle does not stay secure. These syringes were sent with the johnson & johnson (j&j) ancillary supply kit. Per manager of urgent care centers: after injection, you push the button to retract the needle, which occurs. The problem is the needles do not stay retracted. This happened to at least 20 needles. We pulled all the stock off the floor. Luckily, we had no needle sticks.